Event description:
Pt received ia injection of synvisc one into knee on (B)(6). On (B)(6) pt returned due to knee swelling, found to have significant knee effusion which was drained via arthrocentesis. Fluid sent to lab was not found to be consistent with septic arthritis. Fluid consistent with post-injection reaction to synvisc. Pt has had injection previously, so is likely sensitized. Dates of use: (B)(6) 2014.